Manufacturer narrative:
The patient was unable to insert his leg into the jts drive unit as his leg had become too large, i.e., the patient outgrew the internal diameter of the jts drive unit lengthening device after having previously had multiple successful lengthening procedures. Both the jts drive unit and the patient's jts implant functioned correctly. The proximal femur jts implant was left in-situ. During another surgery being performed on this patient, the surgeon manually adjusted the length of the implant to address the patient's leg length discrepancy. The complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00043 (B)(4).

Manufacturer narrative:
A review of the manufacturing history records and labeling confirms that the device was manufacturing within specifications with no abnormalities or deviations. Further information has been requested and a follow-up report will be provided upon completion of the investigation.

Event description:
It was reported by the surgeon that the patient underwent a primary proximal femur non invasive grower procedure on (B)(6) 2011. Subsequently, the patient now requires a revision procedure as the motor in the non-invasive grower is no longer functioning.